Manufacturer narrative:
A steris service technician arrived onsite following the reported event and inspected the table and hand control. The technician confirmed that the table's shroud had been damaged during the reported event; however, did not identify any defects that would have caused or contributed to the reported event. The technician tested the table through the reported articulations and was unable to duplicate the reported failure. While onsite, the technician repaired the table shroud and proactively replaced the table's hydraulic check valve. The table was installed on january 10, 2005 and has been in use for over 13 years. No further issues have been reported.

Event description:
The user facility reported that during a patient procedure, the table was commanded to return to a level position; however, instead gradually lowered to the lowest table position damaging one of the table's shrouds. No injury to patient or staff was reported.